Manufacturer narrative:
Correction: h6: type of investigation. Additional information h11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion failure" was not reproduced. Evaluation sent the device to flowline for downstream occlusion tests and device passed the test. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device passed downstream occlusion testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be the downstream sensor calibration values were out of specification. The force sensor no-tube and scale factor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.